Event description:
It was reported that during the implant procedure, the physician attempted to implant a left ventricular (lv) lead but experienced difficulty in inserting the guidewire. The physician elected to implant a different lv lead to resolve the event and the patient was stable with no adverse consequences.